Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the cartridge issue independently, and no further troubleshooting steps were required.